Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, blood leaked from the hemostatic valve. Initially, there were no issues when the sheath was inserted into the heart. However, after the septal puncture, when the flexability catheter was inserted to place the sheath into the left atrium, blood leaked from the hemostatic valve. The catheter was removed, but blood continued to leak. The sheath was replaced with a non-abbott variable sheath, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. Air movement into the patient was not confirmed. The only products inserted directly into the hemostasis valve were the included dilator and the flexability catheter. No additional venipuncture or septal puncture was performed due to the sheath replacement. The sheath and dilator were integrated and used as per the procedure. There was no resistance when inserting the dilator.